Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to the robotic laparoscopic cholecystectomy procedure, the arm became frozen while being draped. The team restarted the arm, and it resumed working. Later, during surgery, the arm froze again while docking. The team replaced it with a backup fifth arm, and the surgery was completed without further issues. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly froze up before the procedure. The logs were analyzed. The instrument drive unit was replaced to resolve the issue. Evaluation of the logs indicated that the arm cart assembly experienced a non-recoverable error due to an issue with the joint force sensor measurement at robotic arm joint 5 being marked as invalid. This can occur due to a poor connection between the z-slide and instrument drive unit interface. An error code for 'linked to robotic arm joint force measurements marked invalid', an error code for 'linked to robotic arm brake state check', an error code for 'linked to robotic arm motor state check' and an error code for 'linked to arm failure with possible motion - subsystem robotic assembly validation - redundant controller state check' were all observed. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to the robotic laparoscopic cholecystectomy procedure, the arm became frozen while being draped. The team restarted the arm, and it resumed working. Later, during surgery, the arm froze again while docking. The team replaced it with a backup fifth arm, and the surgery was completed without further issues. There was no patient injury.